Event description:
It was reported that during pre-surgery for shoulder scope procedure, it was observed that the arthro cleverhook-left device was broken and the device jaws did not open and close properly anymore. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found signs of heavy usage. No other anomalies or cosmetic defect were noted on the device surface. The functional test performed for the arthro cleverhook-left. Ea revealed that while opening and closing of the handles, the jaw was found be loose, therefore not able to complete with its intended function. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the arthro cleverhook-left. Ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. The manufacturing date of the device is may 2017, hence indicates that have been used around 8 years. As per instruction for use, end of useful instrument life is generally determined by wear or damage from handling or surgical use. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.